Event description:
Additional information received identified the patient's scs ipg was replaced with a new one and stimulation therapy restored postoperatively.

Manufacturer narrative:
Labeling review - protégé implantable pulse generator (ipg) manual states the following: warning: do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.

Event description:
It was reported the patient's scs ipg was not communicating with the charger. The patient programmer displayed a communication error. The patient stated she last charged or used the system approximately six to eight months ago. The patient's scs ipg was deemed inoperable due to lack of charging and would need to be replaced.